Manufacturer narrative:
This event is supplemental and the investigation findings will be submitted under manufacturer report #2916596-2021-00831.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the medwatch report mw5163114 was received on 19dec2024. The patient's hemoglobin dropped from 15 to 12 over a two month period. Lactate dehydrogenase (ldh) was at 2000 and trended down to 1510 within 3 days. The patient was back to baseline ldh (300-600) after about one month. Haptoglobin was undetectable. There was a computed tomography angiography (cta) of the left ventricular assist device (lvad) with an outflow cannula clot. There were no patient symptoms. There was no treatment received by the patient. There were no changes to the patient condition that may have contributed. It was unknown if thrombus was resolved and there was no further imaging. It was unable to be confirmed if the drop in hemoglobin was due to thrombus. There were no other signs or symptoms of bleeding. Log files were not available.